Event description:
It was reported that a realize band was removed due to a leak. A tear was found in the lumen of the band upon removal. There were no patient consequences. The band was removed and a new band was placed to complete the procedure. The patient had a eight adjustments. Approximatevolume in band at the time of removal was 7.75. The nurse practitioner performed the band adjustments. The patient presented with loss of restriction with band.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Tha balloon/band was returned for analysis. The analysis confirmed the tear on the balloon. The presence of fold line was also noted. The appearance of a tear on the material fold line would suggest that the tear may have originated from a point of material degradation on / near a fold line. It is also noted that the product's instruction for use (IFU) cautions against inadvertent perforation of the band from sharp instrumentation during implant. Such perforations may also lead to leakage. In addition, the IFU notes that it can be expected that rates of leakage may increase with longer term implantation duration. A manufacturing issue was unlikely to have contributed to the reported event. Devices are 100% leak tested prior to lot release.